Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for a leak due to broken occluder feet resulting in fluid leakage through the set, but a cause of the broken feet was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer contacted baxter regarding a leak through the transfer set. There was patient involvement, but patient was not connected to the homechoice equipment. There were no reports of patient injury, medical intervention, or adverse event. Profilactic treatment was administered.